Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to toggle the touch screen from numbers to letters to input transmitter ID. Tandem technical support walked the customer through a pump reset, and the customer stated transmitter ID was able to be entered. The customer's blood glucose level was not impacted.